Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a lost sensor alert. Custome's blood glucose was 49 mg/dl which was treated with food. Customer reported that drive support cap appeared normal. Customer declined troubleshooting for low blood glucose. Troubleshooting was performed for lost sensor alert. After troubleshooting, customer was advised to monitor issue.